Event description:
It was reported that suture placement was attempted in the right common femoral artery using the perclose technique prior to an aortic endoprosthesis procedure. A 6 fr sheath was used to access the vessel and tunnelization was performed to accommodate the prostar xl insertion. Reportedly, during the needle deployment step, at the moment of pulling the handle in order to emerge the needle tips, the physician experienced a lot of resistance. The physician moved the system forward a bit and angled it; three needles exited in the correct position but 1 posterior needle exited in the skin. Since the posterior needle that emerged in the patient skin with the relative suture blocked the device extraction, it was necessary to identify and cut the relative suture to unblock the device. A cut down procedure was performed, and the system was removed from the groin. During the aortic endoprosthesis procedure the sheath was upsized to 18 fr. After completion of the index procedure, hemostasis was surgically achieved. There was no adverse patient sequela. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The report of one posterior needle did not exit through the hub was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. The cause for the reported event was determined to be most likely related to the operational context in which the device was used. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Against resistance. The device instruction for use indicate: do not advance or withdraw the prostar xl against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the device should be avoided, as this may lead to significant vessel damage and/or breakage of the device which may necessitate intervention and/or surgical removal of the device and vessel repair. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.